Event description:
I purchased the might bliss heating pad, lot no. 210110, model na-h21b in april, 2021 but rarely used it. Began to use on (B)(6) 2022 due to a sore back and notice that even when on low the heating pad was so hot I could not leave it in place for very long as I felt it was burning my skin. Continued to use it for brief periods. Coincidentally received a recall notice via amazon about might bliss heating pads, but when following up I found the lot and model no. Of my pad was not on the recall list. Spoke with a might bliss recall agent and was told nothing could be done if model was not on the list. Therefore, I am reporting that there seems to be a defect in my model as well. FDA safety report ID #(B)(4).